Event description:
This lead was capped and replaced due to high threshold readings. There were no adverse patient events reported. Should more information become available, this file will be updated.